Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold, low sensing, and low impedance were observed on the right ventricular (rv) lead. The lead was repositioned to resolve the event and the patient was in stable condition.